Manufacturer narrative:
The reported complaint of download disruption was confirmed from the merlin log. The 2nd attempt was successful. The root cause appears to be the loss of telemetry. The programmer software behavior was normal. Upon loss of telemetry the programmer would keep the lp in rom mode and require the user to repeat the process from the beginning.

Event description:
It was reported that the leadless pacemaker went into backup mode after a loss of conductive telemetry during the firmware upgrade. The device was reinterrogated and restored from backup mode successfully. There were no patient consequences.